Event description:
Caller reported a malfunction on the pump with malfunction code malf 16, and the pump was included in a field correction. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.